Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported material deformation could not be determined. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal or during unpackaging of the device may have contributed to the reported material deformation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that the xience skypoint stent was flared and had not been dislodged from the delivery system balloon. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when opening a 2.75x18mm xience skypoint stent delivery system the proximal stent strut were dislodged from its balloon. Another 2.75x15mm xience skypoint was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided